Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the cause for the event a surgeon error. First, the surgeon must have screwed the inserter in the wrong way to release the prosthesis. Indeed, as described in surgical technique, the inserter has to be turned clockwise to release the cartridge screw. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. Second, as reported, the screw was still holding the two peek parts and the surgeon tried to remove the jaws with the screw remaining. An incomplete unscrewing of the screw in peek cartridge would cause difficulty to disengage peek and or inserter. The mobi-c surgical technique warns to continue turning until the cartridge screw is completely released from peek cartridge. Surgeon should have loaded the prosthesis again on inserter, and he should have removed the screw. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed). Not returned to manufacturer.

Event description:
Mobi-c p&f us :jammed mobi-c implant was inserted and positioned into c5-6 disc space, dr. (B)(6) liked the position and used the blue knob to disengage the inserter from the implant. When he removed the inserter the pin remained locked in the peek cartridge, which remained attached to the implant. The peek cartridge, pin, and superior end plate of the mobic device came out of the disc space, while the poly core and inferior plate remained in the space. The implant could not be put back together and reloaded so a new implant of the same size was opened and used. This implant went in perfectly, disengaged from inserter perfectly. No harm to the patient. Waiting for product return.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event . Current information is insufficient to permit a valid conclusion about the cause of this event. Waiting on product return. Product not returned yet.

Event description:
Mobi-c p&f us :jammed mobi-c implant was inserted and positioned into c5-6 disc space, dr. (B)(6) liked the position and used the blue knob to disengage the inserter from the implant. When he removed the inserter the pin remained locked in the peek cartridge, which remained attached to the implant. The peek cartridge, pin, and superior end plate of the mobic device came out of the disc space, while the poly core and inferior plate remained in the space. The implant could not be put back together and reloaded so a new implant of the same size was opened and used. This implant went in perfectly, disengaged from inserter perfectly. No harm to the patient waiting for product return.